Manufacturer narrative:
Date is approximate. Concomitant medical products: product ID: 978b128, serial/lot#: (B)(4), implanted: (B)(6) 2021, product typ:e lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 14-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that  they've noticed for the past 3 weeks, their ins rotates, flips, when the patient stood up sometimes it lays down and sticks flat out and when it moved to horizontal it was painful. Pt said they thought the leads have moved. Patient said they've noticed the stimulator stopped helping their symptoms of urination about a week ago and they go a lot more frequently. Pt said they noticed a change to their bowel symptoms about 3-4 days ago but they are not having accidents again yet. Pt said they noticed 2-3 days ago, the vibration feeling has changed and is now in the upper part of their butt cheek. Pt said they have been trying to communicate with their doctor's office for 3 weeks and the doctors office hasn't called the patient back so pt said they were now on their way to their doctor and if the doctor cannot see them, pt asked for doctor listings. . The patient was redirected to their healthcare provider to further address the issue.